Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms that the device is snapped and has signs of wear and tear from use. A medical investigation was conducted and confirms the single photo does not help identify the root cause or where the break occurred and if any parts are missing. Based on the product evaluation, age related wear was the likely cause of the reported breakage. The device is non-implantable, therefore, we cannot rule of the possibility of MRI restrictions, local irritation, micro-motion/migration of any possible retained pieces. Since there was no harm alleged to the patient, and the procedure was completed with an smith&nephew backup device without delay, no further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the device snapped while being used inside the patient in a trauma case. The procedure was completed without delay with an smith&nephew backup device.